Event description:
Additional information was received that the cause of the pipeline failure to open was not determined. The distal section failed to open. The pipeline was not placed in a vessel bend when it failed to open. The device was recovered and re-deployed in attempt to open the device, but it still could not be opened. Ancillary device included phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex pushwire and braid was returned for analysis inside a sealed biohazard bag and a shipping box. The braid was found stuck inside the rhv. The phenom 27 catheter was not returned with the pipeline flex device. Damaged location details: the tip coil was found without damage. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed, and the middle part was not opened and twisted. The pushwire was found to be bent at 19.5cm and 150.5cm from the proximal end. Testing/analysis: the pipeline flex braid was carefully removed from the rhv. Conclusion: the customer¿s complaint of ¿failure/incomplete open at distal¿ was not confirmed, as the braid¿s distal end was opened and frayed. However, the middle of the braid was not opened due to damaged braid. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported normal vessel tortuosity, and the pipeline flex device was not placed in a vessel bend. Therefore, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. A damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. In addition, the pushwire was found bent. However, the cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured ophthalmic artery segment aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 6 mm and neck diameter 4 mm. Landing zone (artery size): distal 4.2 mm and proximal 4.4 mm. The patient¿s vessel tortuosity was normal. The patient underwent intracranial aneurysm embolization and planned to use a blood flow directed dense mesh stent. After the catheter was in place, the vessel diameter was measured and the ped-425-20 stent was selected. The stent could not be opened. After many attempts, the stent could not be opened, so the stent was removed and replaced it with another model and the operation was successfully completed. Dapt (dual antiplatelet treatment) was administered (pru level n/a). Angiographic result post procedure: blood retention in aneurysm. There were no patient symptoms or complications associated with this event.